Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Some answers to the trouble shooting questions were left unanswered and a resolution could not be reached as the patient's mother was very upset and communication was very difficult. Patient requested a call back when the new transmitter arrived, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/15/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.